Manufacturer narrative:
H3, h6: it was reported that the plaintiff underwent a right hip revision surgery due to metallosis. Intra-operative findings included a mild-to-moderate amount of necrosis and corrosion at the trunnion. The stem and the cup were well fixed, only the modular had and head sleeve were explanted. The current state of health of the patient is unknown. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head. No other similar complaints were found for the cup and sleeve. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required the available medical documents were reviewed. With the information provided the clinical root cause of the reported metallosis cannot be definitively concluded. The contralateral depuy m-o-m implants cannot be ruled out as a possible contributing factor to the reported events. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that the plaintiff underwent a right hip revision surgery on (B)(6) 2021 due to metallosis. Intra-operative findings included a mild-to-moderate amount of necrosis and corrosion at the trunnion. The stem and the cup were well fixed, only the modular had and head sleeve were explanted. The current state of health of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.